Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the tubing leaked at an unspecified location. Although requested, no additional information about the patient, medication, or event provided.

Event description:
It was reported that the tubing leaked as soon as the blood bag was spiked. The user stated the leak occurred near the spike, there was no patient harm stated by the customer. The event occurred in the med/surg department. Incomplete event date (B)(6) 2019 provided.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.